Event description:
It was reported by service report that the trend angle is inaccurate. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Trend angle out of calibration.